Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician identified a fluid leak in the artificial urinary sphincter (aus) during office examination. A surgery was performed and upon removal of the device a tear was identified in the pressure regulating balloon. All components were removed and replaced without patient complications.